Event description:
The controller was sent to a covidien service center for repair. Upon triage, a service tech found exposed copper wires on the power cord.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
An investigation of the reported condition was performed on (B)(6) 2015 by (B)(6). A review of information in the complaint file indicates this investigation was performed by a covidien international service center for the reported condition of: the controller was sent to a covidien service center for repair. Upon triage, a service tech found exposed copper wires on the power cord; therefore, this report will be based on information provided by the service center. The picture in the complaint file shows the power cord failed to meet operational specifications because the power cable was cut exposing the inner copper conductors, which is an electrical safety hazard to the user and confirms the reported condition. The root cause of the failure was due to rough handling. The power cord needs to be replaced to correct the problem. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. Product scd express was manufactured in 2007. The device history record was reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. This information will be utilized for trending purposes to determine the need for corrective action.